Event description:
On (B)(6) 2009, the pt reported that the up and down buttons on his insulin infusion device do not respond to presses. He said, he first noticed this "a couple of months ago" when trying to program a standard bolus. He said, at that time, the buttons did not respond initially to press but when pressed again, they worked. He said that today neither button will respond. He stated, his device has not been exposed to water or insulin. His device was dropped on the floor about 1.5 years ago. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.